Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was unable to install the instrument sheath on the shaft of the sp monopolar curved scissors instrument. The customer installed the sheath on a backup instrument without issues. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there were no reports of any fragments falling from the instrument.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) to perform failure analysis. Failure analysis found the primary failure of lodged component at tube adapter to be related to the customer reported complaint. The mcs instrument was found to have a lodged sheath coextrusion at the tube adapter. As a result, a sheath is unable to be properly installed. The mcs instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 2.43 mm x 1.37 mm in size. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument. The probable root cause is attributed to either tip accessory installation issues or damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can cause a component to be lodged from the disposable monopolar cautery tip into the tube adapter. This issue can be resolved by using an alternate instrument to complete the procedure.